Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were two partial sutures and two needles. Functional testing found that the needles were attached to the partial sutures. The sutures was returned broken. It was reported that the thread of the two sutures were broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the suture felt thin and brittle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a microscopic glaucoma, during conjunctival/scleroconjunctival suture, the thread of the two sutures broke. The suture felt thin and brittle. Another suture from a different box was used to resolve the issue. No patient injury.

Manufacturer narrative:
Concomitant products: n-2770-k, n-2770-k monosof* 10-0 blk 30cm se1406da (lot#: d3g3458y); n-2770-k, n-2770-k monosof* 10-0 blk 30cm se1406da (lot#: d3g3458y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.